Event description:
(B)(4). Yup, (B)(6) covered. Eight months later, I was in ER with headache screaming this wasn't natural..something was,wrong..ended up with brain MRI's, neck MRI's, 4 vascular surgeries due to vein inflammation, removed vulva vein, chronic pelvic inflammation, CT scans, endocrinologist, 2 rheumatologists, sports medicine dr, chiropractor, urologist, autoimmune disease, fibromyalgia, painful sex, continuous bleeding, dangerous low vitamin d...brain fog, shaking, ..sweating,migraines,..and so much more.